Event description:
It was reported the patient gained 100 pounds after the device was implanted and "it shifted." It was also reported the patient was uncertain if the implantable neurostimulator (ins) or the lead had shifted. In 2006 or 2007, the healthcare provider revised the pocket site and moved the patient's ins to the left side of the patient's body. It was reported that five months after the revision the ins battery "died" and needed to be replaced.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# (B)(4), implanted: 2001-(B)(6), product type lead product ID 3095-10, serial# (B)(4), implanted: 2001-(B)(6), product type extension, (B)(4).